Manufacturer narrative:
Investigation: no samples (including photos) were returned as of (B)(6) 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number.

Event description:
It was reported that plunger was loose and comes out when drawing and needle missing with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that plunger rod was loose and comes out when drawing insulin and it was also reported needle was missing from a syringe.

Manufacturer narrative:
H.6. Investigation: customer returned three (3) loose 31gx6mm, 0.3ml bd insulin syringes. Consumer reported plunger rod loose, comes out when drawing insulin, and needle missing from syringe. All three syringes were examined, and the following was observed: - two with broken cannula - one with a hooked cannula point, damaged plunger rod, and broken stopper in regard to the damage to the cannula on the three returned samples (two broken cannula and one hooked cannula point) no evidence of manufacturing defect was observed. Since all three syringes were returned after use, the probable cause of the broken cannula and hooked cannula point is user error when using the syringes. If the user removes the cannula shield obliquely they may hook the cannula. Furthermore, the hub-end of the cannula [for the two syringes with broken cannula] appeared to have been bent prior to breaking, suggesting a bending and re-straightening mode of failure. Unable to perform a DHR review for plunger rod loose, plunger rod separates and needle missing due to unknown lot number.

Event description:
It was reported that plunger was loose and comes out when drawing and needle missing with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that plunger rod was loose and comes out when drawing insulin and it was also reported needle was missing from a syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that plunger was loose and comes out when drawing and needle missing with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that plunger rod was loose and comes out when drawing insulin and it was also reported needle was missing from a syringe.